Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, the root cause for the reported failure could not be determined. If additional information is received in the future, an investigation will be performed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D4: the device manufacture date was unknown on the initial report; and has been updated accordingly.

Event description:
It was reported by the sales rep in hungary that during a meniscal suturing surgical procedure on (B)(6) 2023 while using the 3x truespan device the surgeon inserted the needle into the meniscus, deployed the first implant and squeezed the red trigger to fire the second implant, an abnormal sound was heard, and the second implant was not fired. Therefore, the surgeon stopped using the device. The same event occurred with two other devices with the same product code. There was no harm to the patient and no surgical delay. No additional information was provided. This is event 1 of 3 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant devices: 2x truespa device, therapy date: (B)(6) 2023. (B)(4)